Event description:
Reportedly, during a follow-up performed on (B)(6) 2014, interrogation of the subject ICD device failed. It was replaced on (B)(6) 2014. It was reported also that the patient mentioned he went through a field of tension cables but he didn't recall the date. This patient is an auto mechanic and has a history of drug abuse. It is possible also was that the patient exposed the device to some sort of electromagnetic field that possibly contributed to wear the battery down prematurely. The device will be returned for analysis.

Event description:
Reportedly, during a follow-up performed on (B)(6)2014, interrogation of the subject ICD device failed. It was replaced on (B)(6) 2014. It was reported also that the patient mentioned he went through a field of tension cables but he didn't recall the date. This patient is an auto mechanic and has a history of drug abuse. It is possible also was that the patient exposed the device to some sort of electromagnetic field that possibly contributed to wear the battery down prematurely. The device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis confirmed a device failure at the level of a discrete electronic component (high voltage capacitor).

Event description:
Reportedly, during a follow-up performed on 15 may 2014, interrogation of the subject ICD device failed. It was replaced on (B)(6) 2014. It was reported also that the patient mentioned he went through a field of tension cables but he didn't recall the date. This patient is an auto mechanic and has a history of drug abuse. It is possible also was that the patient exposed the device to some sort of electromagnetic field that possibly contributed to wear the battery down prematurely. The device will be returned for analysis.

Manufacturer narrative:
(B)(4).